Manufacturer narrative:
The customer found the leak at quick disconnect tubing that goes to pinch valve pv22 (pv22 provides an open path for pressurized diluent for needle rinse) and reconnected the tubing which resolved the leak; however, the controls were running low. A field service engineer (fse) went on-site and replaced the tubing at pv22 and ran performance tests which were within specifications. The cause of the leak may be attributed to the quick disconnect tubing that goes to pv22. (B)(4).

Event description:
A customer contacted beckman coulter (bec) to report a leak of blood dripping from under a coulter lh 500 hematology analyzer. The volume of the leak was approximately 10ml. The customer was wearing personal protective equipment (ppe) consisting of gloves and a labcoat at the time of the event. No injury or exposure was reported. No erroneous results were generated.